Manufacturer narrative:
A small portion of the device was returned.

Event description:
A (B)(6) male patient presented with implant rejection on the left side of his nose approximately 2 months after implant. The implant site was raised and inflamed at the for tip. The patient was treated with afrin, saline rinse and a steroid injection. The implant was eventually removed. It was not returned to entellus for analysis.

Event description:
A 64-year old male patient presented with implant rejection on the left side of his nose approximately 2 months after implant. The implant site was raised and inflamed at the for tip. The patient was treated with afrin, saline rinse and a steroid injection. The implant was eventually removed. It was not returned to entellus for analysis. Additional information received june 25, 2021 reported the patient has an odd tingling sensation along with persistent valvular collapse. The patient is considering another surgery but will wait 12-18 months to give the latera implant time to be absorbed.

Manufacturer narrative:
Additional information received june 25, 2021 reported the patient has an odd tingling sensation along with persistent valvular collapse. The patient is considering another surgery but will wait 12-18 months to give the latera implant time to be absorbed. H3 other text: device was not returned for analysis.